Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rear cover was cracked and therefore watertightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the malfunction the camera did not properly latch onto the optics, preventing correct optical coupling the cause is traced to coupler unit was deteriorated. Furthermore, rear cover was cracked and therefore watertightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not properly latch onto the optics, preventing correct optical coupling during inspection for use. There were no reports of patient involvement.